Event description:
It was previously reported in manufacturer¿s report # 3004209178-2014-24439 that [the cause of the event was unknown. The healthcare provider (hcp) found nothing wrong. At the time of this report, the patient had recovered without permanent impairment]. Additional information received will be reported in this manufacturer's report number.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n478667, implanted: (B)(6) 2014, product type accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an electrical sensation from her spine down to her buttock which was gradually getting worse. The patient had pain ¿almost like laying on nails.¿ the physician thought the sensation was related to a multiple sclerosis (ms) flare-up and not attributed to the patient¿s implanted system or therapy. The neurologist was treating the ms starting ¿igb¿ and the patient was provided a medrol dose pack. There was a request made to verify the patient¿s current status but this still remains unknown. The following information was previously reported under manufacturer # 3004209178-2014-24439: [it was reported that the patient started experiencing symptoms of increased saliva, taste changes, tingling in her back, and a 30 pound weight loss, which started approximately 4 weeks after implant. It was reported that there was no programming issue. A pump explant was required. As of (B)(6) 2014, in regards to the patient outcome, the patient was still in post-op from the explant and no adverse events occurred. The device system was used to deliver compounded baclofen. The cause of the event, troubleshooting/diagnosis, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.] All information will now be reported under this manufacturer #.

Manufacturer narrative:
(B)(4). Conclusion code removed as it is no longer applicable to the event.

Event description:
A medwatch (report # mw5044712) was received from the (B)(4). The date the food and drug administration FDA received the report was (B)(4) 2015; the source of the report was a consumer. As per the report, the patient was implanted with a baclofen pump for spasticity due to multiple sclerosis. From implant (B)(6) 2014 (day and month unclear / not specified as reported) the patient developed rapid weight loss, high blood pressure, and a tingling sensation that started at the bra line and extended to the rectum. The tingling completely wrapped around that area. The patient was hospitalized in 2014 for 9 days with tingling and high blood pressure. Three mris were performed and all were negative for new lesions as a possible source of the problems. The pump was then removed on (B)(6) 2014. The high blood pressure and weight loss went away as did the tingling sensation. The patient then developed post-surgical infection and was hospitalized again in 2014 for 8 days. The patient had surgery to clean up a large abscess; pseudomonas stutzeri was isolated from the surgical site.

Event description:
Additional information was received from the healthcare professional. On (B)(6) 2014, the pump was filled with gablofen 500mcg/ml at a dose of 150mcg/day. On (B)(6) 2014, the pump was filled with compounded baclofen 1000mcg/ml at a dose of 350mcg/day. On (B)(6) 2014, the pump was filled with compounded baclofen 2000mcg/ml at a dose of 500mcg/day along with morphine 12mg/ml at a dose of 3mg/day. It was noted that once the pump was implanted it helped the patient and she became more active and lost weight. On (B)(6) 2014, the pump was filled with compounded baclofen 3500mcg/ml and the morphine was removed due to 'other side effects" that the patient was feeling.